Event description:
It was reported that a user received an occlusion alert on the ilet and then an alert 38 restart notification indicating a motor stall while attempting the fill tubing process; after walking through a restart and replacing the infusion set (inset 23-inch), the user successfully completed fill tubing and cannula fill with blood glucose values not impacted. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a consecutive stalled motor associated with insulin delivery and occlusion. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.